Event description:
Boston scientific received information that during a pre-operative check for a non-device related procedure, this pacemaker and right ventricular (rv) lead were found to have high out of range pacing impedance measurements. It was reported the pacing impedance measurements had been chronically high. All other measurements were acceptable. The device was later explanted due to normal battery depletion. Records indicate the rv lead remains in service with impedance measurements of 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Requests for device return have been made. Should additional information become available this report will be updated.